Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("excessive pain") and procedural pain ("excruciating and debilitating pain from the moment of implantation") in a 38 year-old female patient who had essure inserted (lot no. A63343). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the day of essure insertion, she experienced procedural pain (seriousness criterion medically important). Essure was removed in (B)(6) 2018. An unknown time after insertion she experienced pelvic pain (seriousness criteria medically important and intervention required), discomfort ("discomfort"), menstrual disorder ("changes to her menstrual cycle"), heavy menstrual bleeding ("extremely heavy bleeding") and dysmenorrhoea ("painful bleeding, bed bound with pain"). The patient was treated with surgery (total abdominal hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered discomfort, dysmenorrhoea, heavy menstrual bleeding, menstrual disorder, pelvic pain and procedural pain to be related to essure administration. The reporter commented: she underwent removal of the devices in (B)(6) 2018 and has experienced an improvement in her condition. Lot c12706 also reported. Lot number: a63343, manufacture date: 2012-10, expiration date: 2015-10. Lot number: c12706, manufacture date: 2014-01, expiration date: 2017-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 17-jul-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("excessive pain") and procedural pain ("excruciating and debilitating pain from the moment of implantation") in a 38 year-old female patient who had essure inserted (lot no. A63343). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the day of essure insertion, she experienced procedural pain (seriousness criterion medically important). Essure was removed in (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), discomfort ("discomfort"), menstrual disorder ("changes to her menstrual cycle"), heavy menstrual bleeding ("extremely heavy bleeding") and dysmenorrhoea ("painful bleeding, bed bound with pain"). The patient was treated with surgery (total abdominal hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered discomfort, dysmenorrhoea, heavy menstrual bleeding, menstrual disorder, pelvic pain and procedural pain to be related to essure administration. The reporter commented: she underwent removal of the devices in (B)(6) 2018 and has experienced an improvement in her condition. Lot c12706 also reported. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 05-jul-2023: lot added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('excessive pain') and procedural pain ('excruciating and debilitating pain from the moment of implantation') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced procedural pain (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), menstrual disorder ("changes to her menstrual cycle"), menorrhagia ("extremely heavy bleeding") and dysmenorrhoea ("painful bleeding"). The patient was treated with surgery (total abdominal hysterectomy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, procedural pain, discomfort, menstrual disorder, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered discomfort, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and procedural pain to be related to essure. The reporter commented: she underwent removal of the devices in (B)(6) 2018 and has experienced an improvement in her condition. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.